Event description:
A us distributor contacted zoll to report that a patient developed a bruise/cut under the lifevest equipment. The patient described the area as bruised, cut, and irritated. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient is currently receiving treatment for the injury at the hospital but not specified. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.